Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was alarming, which they believed to mean that something was wrong with the device battery. It was determined that the device tone was consistent with magnet exposure. No other device abnormalities were seen on the crt-d interrogation from the day of the patient's report. The crt-d remains in use. No patient complications have been reported as a result of this event.